Event description:
Complainant alleged that the staff of the urgent care department was attempting to cardiovert a male pt in his fifties, who was in a ventricular tachycardia condition. They allege that the device monitor displayed a sparkles effect when the cardioversion was attempted. They also allege that the device recorder was not functional when the malfunction occurred. The complainant's facility transferred the pt to another medical facility to complete the cardioversion. The pt was successfully cardioverted at the second facility, and there was no adverse effect on the pt as a result of the alleged malfunction.